Event description:
On (B)(6) 2012, customer reported that the sample wash station was overflowing on the immage 800 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found and replaced an occluded check valve on the wash tower drain line. Fse also replaced the filter. This resolved the issue and no further leaks were reported. The repair was verified through established procedures.

Manufacturer narrative:
(B)(4).